Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device on(B)(6)2022. On (B)(6)2022, the patient was hypgerglycemic. The patient's parent stated that the bg finger stick was 320 mg/dl and the cgm reading was 120 mg/dl. They stated that the patient had no symptoms at the time of the event, and the parent indicated that the child has no symptoms even when the child has bg values at 400 mg/dl (it was not indicated when this value was taken). The patient's parent treated the child with insulin (0.7 units) and after an hour the child was ok (stable condition). Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.